Event description:
The irish distributor reported that an exeter stem had fractured. The investigation completed on (B)(4) 2014 updated the event to indicate that the exeter stem fracture involved a malpositioned unknown trident shell.

Manufacturer narrative:
The cup was not returned for analysis and no device details were provided. The device was reported as an unknown trident cup 68-mm. Review of the medical records by the clinical consultant indicated, ¿three factors were discussed and represent adequate proof and more than plausible explanation for the root cause of stem fracture through overload around the exeter stem. As such they represent an adverse mix of predominantly procedure-related factors (cement technique and deep cup placement) in combination with some further aggravating factor (varus curve in the femur) that can either have a patient-related or procedure-related root cause. The investigation concluded the event is patient/procedure-related. While the cup placement contributed to the stem fracture, this was not device related, rather it was due to the surgical technique.